Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "system error 322 "link switch error (low)" was not reproduced. A review of the event history log revealed multiple "system error 322" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an intermittent lower latch switch. The lower auxiliary requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h6. Correction h11: the device was received for evaluation. During functional testing, the customer reported ¿ec 322¿ was not reproduced. A review of the event history log revealed multiple system error 321 (link switch error (up)) messages but no evidence of system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of system error 322 was not verified but instead determined to be a system error 321. The cause of the condition was determined to be an intermittent lower latch switch. The lower auxiliary requires replacement to address this issue. A system error 321 that does not occur during infusion therapy may result in a delay in therapy and is unlikely that it would cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.